Manufacturer narrative:
An event regarding the exchange of a scorpio insert component during revision due to femoral component malposition was reported. The event was confirmed based on the revision operative note provided. Conclusion: it is not possible to determine the root cause for this event with the limited information provided. Insufficient medical records were provided for review. Further information such as product details, product return and evaluation, primary operative reports, x-rays and patient details are needed to further investigate this event. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was revised due to failed left tka with subluxated patella with pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as device was retained at drexel implant research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient was revised due to failed left tka with subluxated patella with pain.